Event description:
It was reported that prior to implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) was taken out of storage mode and the battery exhibited a remaining longevity of only 10 percent. Boston scientific technical services advised the s-ICD not be used and be returned for analysis. No patient involvement was noted. This s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that prior to implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) was taken out of storage mode and the battery exhibited a remaining longevity of only 10 percent. Boston scientific technical services advised the s-ICD not be used and be returned for analysis. No patient involvement was noted. This s-ICD was never returned back from the field for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that prior to implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) was taken out of storage mode and the battery exhibited a remaining longevity of only 10 percent. Boston scientific technical services advised the s-ICD not be used and be returned for analysis. No patient involvement was noted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of device data confirmed the device software had an incorrect manufacturing date/timestamp. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.